Event description:
A caller reported receiving a ¿replace the sensor¿ error message on the adc freestyle libre 2 sensor and as a result, was unable to obtain sensor scans. The customer experienced a loss of consciousness however, was able to regain consciousness on their own and self-treated with orange and cake. No third-party intervention was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh006e46p4 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the sensor ears. The plug was seated correctly and therefore the damaged sensor ears did not cause the customer complaint. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace the sensor¿ error message on the adc freestyle libre 2 sensor and as a result, was unable to obtain sensor scans. The customer experienced a loss of consciousness however, was able to regain consciousness on their own and self-treated with orange and cake. No third-party intervention was required. There was no report of death or permanent impairment associated with this event.